Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic. (B)(4). Method: lens work order search. Results: visual inspection of the returned product found half of plate haptic and piece of optic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Event description:
The reporter stated a aa4203tf silicone single piece lens with toric optic was opened but not used. Further information has been requested but none has been forthcoming, a supplemental medwatch will be submitted when further information is available. Unknown if there was a malfunction.